Event description:
It was reported that the patient had an infection behind the left ear. The physician does not believe that infection was device related. Since the infection was far too developed, all components of the spinal cord stimulation (scs) system were explanted and discarded, as it was not possible for the physician to debride the infection and salvage the system.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: (B)(4). Model: sc-2352-70. Serial: (B)(6). Batch: 7079565/7081102/7081316.